Event description:
It was reported the epg (external pulse generator) had been dropped and the case was cracked. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary: analysis found the lower case, upper case, two side bail covers, and ring cover are broken. Battery release, lead flex cover, and battery drawer are contaminated. Two case screws and the ring are missing. Battery contacts are compressed and two side bails are bent. (B)(4).